Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed for a compromised force sensor system. No blood glucose reading was given.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. Unable to verify the compromised force sensor system alarms or perform the prime test due to the motor error alarms. The pump was received with normal operating currents. The pump passed the self test and off no power test. Unable to perform the unexpected restart test due to the motor error alarm. The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, a broken belt clip slot, a missing end cap sticker and a cracked reservoir tube lip.